Manufacturer narrative:
Additional information: h6, h10 an event of increased gradient, aortic insufficiency and a leaflet tear was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis, however, 6 photos were received for analysis. Based solely on the aforementioned photos, two of the leaflets appeared to be torn. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2015, a 23mm sjm trifecta valve was implanted. On (B)(6) 2021, the patient presented with sudden episodes of heart failure. The valve was explanted on (B)(6) 2021, due to increase gradient, aortic insufficiency and a confirmed leaflet tear. A size m perceval valve sutureless was successfully implanted. The patient was reported to be in stable condition.